Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had error alarm. The customer's blood glucose level was 174 mg/dl. The customer reported that the alarm occurred during prime sequence. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test, operating currents, self-test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. No failed self-test alarm during testing. No cosmetic damage noted.